Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection found that the device was not returned in original packaging. The distal plug, the lower threads of the distal anchor, and the proximal anchor were returned on the insertion device. The upper half of the distal anchor was not returned. A functional evaluation was performed on the returned device and found that the orange and black deployment knobs work as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of excessive force during passing of sutures. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the healicoil knotless suture anchor's outer anchor broke when tension of suture was applied to insert it into a bone hole. The insertion site was cleared of all debris prior to insertion of the anchor and all the broken anchor's fragments were removed from the patient. The procedure was successfully completed with a 10-minute surgical delay using a smith and nephew back up device. No further complications were reported.